Event description:
The physician was placing a mammomark site indicator clip in the tissue, which is to be left in the breast for future site referencing during a sterotactic biopsy. It was difficult to withdraw the plastic tube that contained the clip. He discovered that instead of deploying the clip, it appeared the tip of the applicator sheared off and was left in the breast at the site of the biopsy. This was confirmed on the post mammogram. The patient went on to have an excisional biopsy for ductal carcinoma in situ at another facility. The pathology report indicated the tip of the applicator device was removed with the breast specimen. The manufacturer provided the materials the applicator was made from, and sent return shipping materials for the device.